Event description:
It was reported that a pt with an mrsa positive dehisced sternal would suffered a rupture to a vessel and expired while on the v.a.c. Therapy system. Prior to initiation of v.a.c. Therapy, the sternal bone had been cut apart and the wires removed. The pt had two exposed bypass grafts that were protected by vaseline gauze prior to placement of the v.a.c dressing.